Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the interior rv (right ventricular) defibrillation cable was extrinsically kinked/buckled. The interior rv (right ventricular) defibrillation cable was pulled/stretched. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician had difficulty inserting the right ventricular (rv) lead into the introducer and the lead became stuck. After forcibly removing the lead from the introducer it was noticed that the proximal end of the distal shocking coil had begun to unravel. The lead was not used and an alternate lead was implanted without further incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.